Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump was received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted.

Event description:
The customer reported via phone call that the end cap was cracked. The customer reported that the insulin pump was dropped. The customer's blood glucose was 119 mg/dl at the time of incident. The insulin pump was returned for analysis.